Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad. Approximately 6 months post index procedure, patient was admitted with acute on chronic respiratory failure due to aspiration pneumonia and mild interstitial lung disease. The patient died. Death was classified as unknown and the cec adjudicated the event as cardiac death. It was reported that no further details are forthcoming. Update received up to 11-nov-2020 were also reviewed).